Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the unit goes into standby randomly. The customer resolved the issue by installing a 5000 hour maintenance kit. The unit was returned to customer and cleared for customer use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) goes into standby mode at random. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) goes into standby mode at random. There was no patient involvement.